Event description:
The customer reported the ventilator began alarming 'low battery' and then shut down while transporting a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the backup battery to complete the repair. Extended self testing was completed and the unit passed all testing to specifications. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Additionally, the backup battery will charge when the esprit is plugged into a viable ac supply. The customer reported they have no place to keep the esprit plugged into for charging, which prevents proper maintenance.

Manufacturer narrative:
Na